Event description:
Received a report from a consumer's family member indicating family member sought a medical examination for consumer after consumer received a cut inserting a tampon with a sharp edged applicator. No stitches were required.